Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient (B)(4) was no longer receiving stimulation. Diagnostic testing identified invalid impedances. The physician elected to proceed with surgical intervention. The lead extension was explanted and replaced which resolved the reported issue.